Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 36-year-old male patient presenting with cardiomyopathy. The patient¿s clinical state prior to initiation of support was consistent with scai shock stage e. The patient¿s comorbidities were unknown. Several hours after initiation of impella cp support, the patient was noted to have pink-tinged urine. The patient remained hemodynamically stable and survived to explant. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, critical illness, renal perfusion changes and anticoagulation exposure.

Manufacturer narrative:
Ppae (hematuria) : the cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).